Event description:
The device was returned as a rental end, no longer needed. There were no alleged problems. The service record was not classified as a complaint when originally received. It was discovered during the repair eval the alarm sounded intermittently when it was specified to sound continuously. The alarm component was replacedto correct the problem. This malfunction was identified during an audit of service records transferred from another plant. The responsibility of this product has since changed to this mfg location and based on the current review process, this event would have been reported. There was no associated death or serious injury.